Manufacturer narrative:
Device history record (DHR) review: an assessment of the device history record for the reported lot code was completed based on the time provided and the time period used for statistical sampling for product release. This assessment found high telescope percentage in variables report that may have caused or contributed to the reported issue. However, the records demonstrate that quality system procedures were correctly followed, and the presence of this defect does not indicate a non-conforming quality system, per the allowable aql and rql in the product specification. Escalation & trend/cluster assessment: a cluster assessment found 0 similar or related complaints for the reported lot. Complaints which are serious in nature are reviewed on a weekly cadence or for due cause to provide visibility and escalation. Complaints are also monitored for trending during our personal care complaint review process on a monthly cadence where a cross-functional team meets to review complaint trends, medical device reports (us and (B)(4)), and complaint-related corrective actions. Note: sample observation not completed at this time no further information is available at this time.

Event description:
The consumer stated that the click regular tampon elongated, broke, and left the top half of the tampon inside her daughter. She was confident that she was able to remove the remaining pieces. There was no medical intervention needed. No further information is available at this time.